Event description:
It was reported to medtronic minimed that the customer experienced a replace battery now alarm without a prior low battery warning. The customer reported no adverse event. The event involved product mmt-1715k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The product was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed selftest, rewind, prime/seating test, basic occlusion test,occlusion test, force sensor test and displacement test. Unit receivedwith high sleep current and the power management tool confirmed pumperror 25, replace battery now and power loss alarms were triggered whenbackup battery loaded voltage (loaded vlith) was less that 3.5v for 4consecutive hours due to resistance issue at j6 connector. Afterdisconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. Unit received withminor scratched display window and case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.